Event description:
Healthcare professional reported through distributor "extracapsular and intracapsular rupture" diagnosed via MRI. Later healthcare professional reported "periprosthetic seroma". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.